Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8226712. Medical device expiration date: 2021-07-31. Device manufacture date: 2018-09-24. Medical device lot #: 8180508. Medical device expiration date: 2021-05-31. Device manufacture date: 2018-08-30. Medical device lot #: 8250927. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-10-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock there was an issue with leakage.

Event description:
It was reported that during use of the bd connecta¿ stopcock there was an issue with leakage.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot numbers 8226712, 8180508, and 8250927. Our records show that this is the only instance of this issue occurring in any of these lots. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were identify the similarities in the video submitted that were indicative of an error in the manufacturing process. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. Bd was able to confirm the customer¿s indicated failure mode because photo and video were provided. Customer reported injection valve leakage; this failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Process fmea rm5943 and process eura eurap2053001 were reviewed and there are proper controls in place to detect product malfunctions. Nogales site opened CAPA (#629955) to perform an investigation.